Event description:
It was reported that this patient experienced two episodes of inappropriate shock delivery from this subcutaneous implantable defibrillator (s-ICD) system due to over-sensed noisy signals. Boston scientific technical services (ts) was contacted and after reviewing the provided s-ICD device data, it was discussed that the low intrinsic r-wave amplitude measurements contributed to an inaccuracy in the heart rate calculation and subsequent inappropriate shock delivery. The second episode showed over-sensed noise due to a potential patient repetitive movement. Ts recommended an in-clinic evaluation with isometrics and provocative maneuvers to assess a more appropriate sensing configuration. Diagnostic imaging was also discussed to evaluate the s-ICD system placement. The patient was subsequently brought into clinic where the recommended maneuvers were performed and resulted in the physician programming the system to the primary sensing vector. The physician also noted occasional instances of smartpass deactivation and ts was contacted again with this query. It was discussed the patient may have bradycardia which could result in appropriate smartpass deactivation. It was recommended to perform a potential holter monitor test and assess clinical options to manage the patient's rhythm. At this time, the s-ICD system remains implanted and in-service. The patient was stable with no additional adverse effects.

Event description:
It was reported that this patient experienced two episodes of inappropriate shock delivery from this subcutaneous implantable defibrillator (s-ICD) system due to over-sensed noisy signals. Boston scientific technical services (ts) was contacted and after reviewing the provided s-ICD device data, it was discussed that the low intrinsic r-wave amplitude measurements contributed to an inaccuracy in the heart rate calculation and subsequent inappropriate shock delivery. The second episode showed over-sensed noise due to a potential patient repetitive movement. Ts recommended an in-clinic evaluation with isometrics and provocative maneuvers to assess a more appropriate sensing configuration. Diagnostic imaging was also discussed to evaluate the s-ICD system placement. The patient was subsequently brought into clinic where the recommended maneuvers were performed and resulted in the physician programming the system to the primary sensing vector. The physician also noted occasional instances of smartpass deactivation and ts was contacted again with this query. It was discussed the patient may have bradycardia which could result in appropriate smartpass deactivation. It was recommended to perform a potential holter monitor test and assess clinical options to manage the patient's rhythm. At this time, the s-ICD system remains implanted and in-service. The patient was stable with no additional adverse effects.

Event description:
It was reported that this patient experienced two episodes of inappropriate shock delivery from this subcutaneous implantable defibrillator (s-ICD) system due to over-sensed noisy signals. Boston scientific technical services (ts) was contacted and after reviewing the provided s-ICD device data, it was discussed that the low intrinsic r-wave amplitude measurements contributed to an inaccuracy in the heart rate calculation and subsequent inappropriate shock delivery. The second episode showed over-sensed noise due to a potential patient repetitive movement. Ts recommended an in-clinic evaluation with isometrics and provocative maneuvers to assess a more appropriate sensing configuration. Diagnostic imaging was also discussed to evaluate the s-ICD system placement. The patient was subsequently brought into clinic where the recommended maneuvers were performed and resulted in the physician programming the system to the primary sensing vector. The physician also noted occasional instances of smartpass deactivation and ts was contacted again with this query. It was discussed the patient may have bradycardia which could result in appropriate smartpass deactivation. It was recommended to perform a potential holter monitor test and assess clinical options to manage the patient's rhythm. It was noted the patient has been scheduled for a s-ICD system explant and trans-venous system implant, but this procedure has not yet occurred. At this time, the s-ICD system remains implanted and in-service. The patient was stable with no additional adverse effects.